Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. The customer reported that the alarm occurred when the battery was out for less than ten minutes. The customer was advised that the insulin pump's internal battery could not be charged. Blood glucose level at the time of the incident was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for power loss alarms. The power management tool confirmed the pump error 25 and power loss alarms were triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the display window and case.